Event description:
It was reported the pt's scs system no longer provides effective pain relief. The pt alleges previous reprogramming has been unsuccessful. Surgical intervention may be undertaken as the net course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.